Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the graft was harvested and put through the meshgraft device. As a result the graft harvest came out looking like a string. An additional unplanned harvest was taken and an alternate mesher device was used to complete the surgery.

Manufacturer narrative:
This is a single use disposable sterile device. Consequently, this is considered an out of the box event. This device, product number 00-2195-012-00, from production lot number 62825253 was manufactured and placed into inventory at zimmer biomet surgical on 10/28/2014. The review of the device history record (DHR) noted no non-conformances, request for deviations (rfd¿s), engineering change notices (ecn¿s). No spontaneous anomalies were reported and all of the quality inspections and testing were performed and accepted. Initial product inspection and functional testing was not performed. The device was not returned and only a photograph of the resulted skin graft was provided. The reported event was that the skin graft when processed through the meshgraft machine over the derma carrier resulted in an unusable graft. The skin rolled up into string. Based solely on the photograph the reported event is confirmed. However without the returned derma carrier for evaluation, actual confirmation of a reported device fault cannot be determined. The condition of the derma carrier, the set up and implementation, and the environmental conditions are unknown. Additionally, the condition of the meshgraft machine, its maintenance history and its set up is not known. These unknown conditions plus potentially others can impact the operation of a derma carrier, hence prohibiting determination of possible causes. Since the customer reported that after the first failure another derma carrier was obtained and they successfully processed a new skin graft using the same meshgraft machine; we can probably exclude the meshgraft machine as a cause for the event. Speculatively, based on available information, the most likely cause for this incident is user set up error. The meshgraft ii machine has a smooth roller that applies pressure against the skin graft onto the derma carrier. The cutting side (top) of the derma carrier has sharp ridges that ¿cut¿ into the underside of the graft when the skin is pressed against it. The first skin graft was not ¿meshed¿ when processed through the meshgraft machine. The provided photograph showed that the skin graft had rolled up and was pressed flat in areas. This usually indicates that the derma carrier was placed upside down in the meshgraft machine. Since the cutting ridges were placed down on the meshgraft machine the machine roller was pressing the skin graft against a smooth surface similar to the action of a rolling pin.